Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the surgery of a metacarpal a 1.5mm cortex screw was used from a hand module set. Upon the final tightening of the screws, the heads of both screws broke. The product occurrence is not relevant to the health of patient. The report is for 1 of 2 complaint (B)(4).